Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge and insulin was not observed exiting the infusion set tubing during the load sequence. Customer changed the needle to resolve the resistance issue and cartridge/infusion set were changed to resolve the tube filling issue. Customer¿s blood glucose was 250 mg/dl.